Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: d-evolutfx-34: product serial/lot number: (B)(6); product type: (0195 - heart valves); implant date: not-implantable; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre implant balloon aortic valvuloplasty (bav) was com pleted with a 25-millimeter (mm) non-medtronic balloon due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then implanted in that it was 3-m illimeters (mm) from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). Following implantation of the valve, mild paravalvular leak (pvl) was identified. The attending physician then opted to use the same 25 mm balloon that was used for the pr e-implant bav for a post-implant bav. The temporary pacemaker was then turned on and capture was verified. The patient was then rapid paced at 180 beats per minute (bpm) and the post-implant bav was initiated. As the post-implant bav was being completed, the associated field representative instructed the attending physician to put forward tension on the balloon. As the balloon was fully inflated, it appeared that a premature ventricular contraction (pvc) occurred and the valve embolized above the annular plane. Aortic insufficiency was noted but the patient was hemodynamically stable, so it was then decided to take the patient to surgery to explant the transcatheter valve and implant a surgical aortic valve. Per the physician, the valve dislodgement was caused by the post-implant bav.